Event description:
In 4/2003 the dre applied an external fixation frame to the pt for lengthening of a 2nd metatarsal. In 2003 the pt presented at the emergency room with a broken clamp on the frame which caused a loss of reduction of the treatment site. The pt was brought into the or and the entire fixator frame was replaced, except the bone screws, with successful reduction of the treatment site.